Event description:
A medtronic rep reported that the system became unresponsive in the navigation task during an axiem vp shunt procedure. There was only one CT exam loaded for the case and no models had been built in the software. After creating a few entries and targets in navigate, the software became unresponsive. They were able to power down, relaunch the application and retrieve the original registration in order to continue navigation. The case proceeded without any other issues.

Manufacturer narrative:
Device MFR date was not available at the time of this report. The device has not been returned for eval. A replacement computer was sent to the site for resolution. It was reported that the new computer installation resolved the issue and the system is now functioning properly.